Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device pacing thresholds have increased from 0.6v@0.4ms to 1v@1.0ms, and pacing impedance have been increasing over the past few months. (1,600 ohms). The device remains implanted. No adverse patient effects were reported.